Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was not feeling well. Customer stated that they did not feel ok to do troubleshooting. Customer stated that the insulin pump was not on auto mode. The customer was advised to contact his physician to get enough prescription for his manual back up plan. The insulin pump will not be returned for analysis.